Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer experienced an over-infusion greater than 130% of the intended solution while using an infusor elastomeric device. The patient stated that the infusor emptied in 24 hours instead of 46 hours. The total fill volume was 230 ml and the unit was filled with 5% destrose inj usp and fluorouracil. It is unknown whether or not there was a patient injury or an adverse event in association with this event. No additional information is available.